Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump received with cracked case on display window corner, broken reservoir tube lip, minor scratches on display window and missing end cap sticker.

Event description:
Customer reported via phone, she was changing her insertion site and when she rewound the device, insulin stated spouting out. Customer then changed all the supplies out and the device alarmed compromised force sensor system. Troubleshooting was performed. Customer's blood glucose was 254 mg/dl. The device was dropped or bumped prior to the alarm occurring. Customer reported the drive support cap was sticking out and didn't recall pressing the cap while connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.